Event description:
It was reported that during a procedure the laser system would not fire. The system was no longer able to be utilized, and the procedure was cancelled. There was no report of patient harm.